Manufacturer narrative:
Gupta, k., ricapito, a., connors, c., khargi, r., yaghoubian, a. J., gallante, b., gupta, m. (2025). Is there a winner? Prospective randomized controlled trial comparing superpulse thulium fiber laser vs pulse-modulated high-power holmium:yag laser for retrograde intrarenal surgery. Journal of urology, 213(3), 274-282. Https://doi.org/10.1097/ju.0000000000004310 (original work published march 1, 2025). Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported in a prospective randomized controlled trial published in the journal of urology that a study was conducted to compare the efficacy and safety of superpulse thulium fiber laser versus pulse-modulated holmium:yag laser during retrograde intrarenal surgery (rirs) for renal stones. The single-center study was conducted between january 2022 and november 2023 and included 66 patients with CT-confirmed intrarenal stones between 5 and 20 mm, randomized into two groups of 33 patients each. The median age in the holmium:yag group was 60 years. Outcomes assessed included stone-free rates, laser efficiency, postoperative complications, emergency department visits, and readmissions. Absolute stone-free rate was reported as 79% in the pulse-modulated holmium:yag group. In the pulse-modulated holmium:yag group, complications occurred in 2 patients (6.1%), including 1 grade I complication, 1 grade ii complication, 1 emergency department visit (3.0%), and no readmissions. No complications greater than clavien-dindo grade ii were reported. The study concluded that both high-power laser systems demonstrated comparable safety, efficacy, stone-free rates, laser efficiency, and postoperative outcomes during rirs for renal stones.